Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6) 2006, patient underwent a right total knee arthroplasty. He was fitted with an unknown lps knee. On or about (B)(6) 2009, patient was required to undergo revision of the knee. Patient was revised due to pain, as well as restrictions and limitations on his activities.